Event description:
It was reported that a patient underwent a tooth extraction on (B)(6) 2015 and an absorbable hemostatic sponge was used. It was reported that collagen sponges heal poorly. The patient underwent re-operation (B)(6) 2016, curettage was performed. Another like device was used for the wound. The reoperation had good results. Current status of the patient was reported as good. No additional information was provided. What was the initial index procedure? Tooth extraction (tooth number 16). What was the date of the procedure? On (B)(6) 2015. Were there any other hemostatic agents used during the initial index procedure? No. What was the intended use of spongostan? To heal. How much spongostan was used during the initial procedure? Three, one by root. What were the patients symptoms? None. What was the date of the re-operation procedure? On (B)(6) 2016, doctor used pangen and sutures 4.0 with advantime. What were the results of the re-operation procedure? Good. Can you please provide patient demographics date of birth, age, gender, weight, height, and any past medical history. No information. What is the patients current status? Good. What is the surgeons opinion of the etiology of this event? Don't know. Is the product returning for evaluation? If yes, please provide shipment date and tracking number. Yes, it will be returned. We don't have tracking number yet.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/23/2020. Corrected information: b1, b2, h1 ¿ this medwatch is not reportable by ethicon, inc. As the importer because this device was not imported into the USA. Therefore, this medwatch report is being voided.